Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the model # and the lot # of the contour next test strips. Therefore, the information was not captured.

Event description:
The customer from the (B)(6) reported that within 10 minutes he obtained a difference of 3 mmol/l to 5 mmol/l between blood glucose readings received on the contour xt meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.